Manufacturer narrative:
This report is submitted on june 1, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, it was reported that the patient experienced a performance decrement with device use. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, on (B)(6) 2018 the device was electively explanted and simultaneously the patient underwent cranioplasty for suboccipital craniectomy. The patient was reimplanted with another device during the same surgery.